Event description:
It was reported that pump battery depleted rapidly. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up and no additional information was available.